Event description:
This was a sigmoid resection that had 2 successful firings of the ralc45. The cs29 was placed on the flexshaft and placed into position to create an end-to-end anastomosis. The unit was fired and it was immediately visualized that there were no staples to complete the anastomosis. The anastomosis was hand sewn.